Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges alarms (cartridge alarm 1) occurred with multiple cartridges during the load process. Reportedly, the cartridges were cracked. The customer's blood glucose level was 350 mg/dl. It was noted the customer would use the pump to deliver a correction bolus. Reportedly, when loading a new cartridge, the customer stated that insulin was felt on the back of the cartridge and that the cartridge has a slight deformity. The customer was able to load a cartridge successfully.